Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving bupivacaine [15 mg/ml], baclofen [167 mcg/ml], and dilaudid [20 mg/ml] via an implantable pump for other chronic/intractable pain (trunk/limbs) and spinal pain. The dose of the medications at the time of the event was unknown as the representative did not have access to the dosing the patient was on prior to the motor stall. It was reported on (B)(6) 2017 that the representative was at the hospital for another case when he was pulled in to read a pump. A motor stall was seen at initial interrogation and the patient did not recently have any magnetic resonance imaging (MRI) done. The pump status and event log report motor stall occurred and motor stall recovery occurred. It was indicated that the stall occurred on (B)(6) 2017 at 00:55 and recovered on (B)(6) 2017 at 21:58. It was stated that magnets had been ruled out and that the hcp already set the pump to minimum rate. It was indicated that the representative was trying to reach the managing hcp but had not made contact yet and would keep trying to reach her to discuss the plan and whether the pump would be replaced. It was reported that the patient was inpatient in the hospital with withdrawals, which was considered a sudden change in therapy/symptoms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative on 2017-feb-20. It was reported that the pump was replaced last week and would be sent back for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The cause of the motor stall was unknown. The pump was being replaced (B)(6) 2017. The reported withdrawal and motor stall issue has not been resolved and will be on (B)(6) 2017 when the pump is replaced.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient was receiving intrathecal baclofen 167 mcg/ml at 98.44 mcg/day, bupivacaine 15 mg/ml at 8.842 mg/day, and dilaudid 20 mg/ml and 11.789 mg/day via the implanted pump. The patient's weight was unknown. On (B)(6) 2017, a motor stall occurred during the patient¿s pump refill. On an unspecified date, the patient was placed on oral baclofen and oral dilaudid and the patient¿s withdrawal improved. He was referred to a physician for a pump revision and his pump was turned down to minimal rate. On (B)(6) 2017, the patient went to the hospital emergency room and was admitted to the hospital. He received the admitting diagnosis of baclofen and opiate withdrawal due to failed/inoperable intrathecal pump. He was discharged from the hospital on (B)(6) 2017. His treatment with baclofen was not discontinued in response to the adverse events. As of (B)(6) 2017, the patient was no longer seen by this hcp. No additional information was provided. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.